Manufacturer narrative:
Follow-up #1: date of submission 9/21/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings:. Black box shows evidence of load step malfunction illustrated with warnings, returned battery/cartridge caps were used during investigation. The piston pushed a ¼ cartridge tank before it stops, the pump is unable to hold prime, ¿load step malfunction¿ is duplicated. The pump¿s cover was removed, inspection found an intermittent condition to the force sensor flex pins due to a cracked trace.

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a prime - load step issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).